Event description:
It was reported that the customer's insulin pump did not alarm no delivery when the cannula was bent, and it happened several times. The blood glucose reading was 330mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. The insulin pump function properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No excessive no delivery alarm noted. The insulin pump received with scratched lcd window, cracked case on top right and bottom left and right corner near display window, broken reservoir tube lip, cracked reservoir tube window and reservoir tube, cracked battery tube threads and missing end cap sticker.